Event description:
It was reported that one hl20 pump displayed the error message ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that one hl20 pump displayed the error message ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2025-06-13. The failure could be reproduced. All internal connections for the boards were reconnected. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering on 2024-03-04. Because the failure was resolved by reconnecting the internal connections to the boards the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. The review of the non-conformities has been performed on 2025-06-17 for the period of 2021-12-22 to 2025-06-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-12-22. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the indian market on a significantly similar device to "vario twin, hl 20 4-pumps" , which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.